Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump was under delivering insulin. This incident led to hyperglycemia to the customer. Customer stated that they wanted a pump right away and customer kept getting high and no alarm on pump and no eating. Customer did not want to complete the troubleshoot as they have been told by their clinique to replace pump as soon as possible. Inquired what led up to the complaint. Customer response: customer called to request loaner as clinic advise pump must be change and it is underdelivering. Customer was assisted with troubleshooting related to the high blood glucose levels and possible under delivery of insulin. Details of what led up to event: as per her clinic, it says . Patient's bg at time of incident: declined said she was high yesterday mmol/l. Patient's current blood glucose value (at time of call): 15.6 mmol/l. Is customer currently reporting any symptoms related to their high blood glucose: no customer reports they do not feel okay to troubleshoot. Customer was with husband and they both refused the troubleshooting as the customer was told by clinic to get a new pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer is not calling back to perform an hp test. Explained that we have formulated these troubleshooting steps to ensure pump is completely operational and working safely by covering common factors. Customer was advised that there are many other factors that may cause blood glucose to be outside of the target range. Customer was advised that safety and satisfaction is our primary concern. Adv that medtronic diabetes stands 100% behind the safety and quality of our products. Customer's outcome pertaining to the complaint: advise we will replace pump: ship insulin pump. The insulin pump is expected to return for analysis.